Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board and a thermally damaged r39 component on the bedside board. The root cause for the contamination was unable to be positively identified, but was likely due to an ingress of a unk liquid. The root cause of the thermally damaged component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.